Manufacturer narrative:
The investigation showed that local service engineers did not follow service instructions causing the system to move as described. The uncontrolled system movement occurred due to individual workmanship error.

Event description:
It was reported that during regular system service event, the ysio unit started to move erratically. There is not patient involvement in this case and no injuries attributed to this event.